Event description:
The account generated a negative architect hbsag qualitative result on a well-known hbv chronic carrier since 1999. The negative architect hbsag qualitative result was reported outside of the laboratory. No impact to patient management was reported. Data provided: (B)(6) 2000: axsym hbsag = 75.25 s/co, core positive, hbeag negative, hbsab = 3.4 mui/ml. (B)(6) 2003: hbsag = 112.55 s/co, rf = 91.21 ui/ml. (B)(6) 2006: hbsag = 46.88 s/co, rf = 209 ui/ml. (B)(6) 2007: hbsag = 90.08 s/co. (B)(6) 2009: hbsag = 141.23 s/co. (B)(6) 2010: architect hbsag qualitative negative, core negative, hbeag negative, hbsab = 0.0 mui/ml, other markers negative.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect hbsag qualitative, list 1p97-25, that has a similar us product distributed in the us, architect hbsag, list 1l80. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and testing of a retained lot of architect (B)(4) and the returned patient sample. As the lot number for the architect hbsag qualitative reagent, calibrators and controls involved in the customer complaint was unknown the investigation utilized approved in house lots of architect hbsag qualitative reagent (B)(4) to assess the patient sample. The patient sample returned a (B)(6) result (B)(6). Additional testing with the patient sample was performed using an alternate architect (B)(4) assay. One replicate of the patient sample was assessed per the architect hbsag reagent package insert and again a (B)(6) result was returned (0.04 iu/ml). Therefore, the customer's observation of a negative result for this patient specimen was reproduced during this investigation. In order to verify the reliability of the negative result returned the performance of architect (B)(4) qualitative reagent (B)(4) lot 91441lf00 was assessed. The data indicated the sensitivity and performance of the assay is acceptable. Tracking and trending analysis of complaints indicated no adverse trend for architect (B)(4) qualitative assay, list number 1p97. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based upon the investigation, it has been determined that architect (B)(4) qualitative a, list number 1p97, is performing as intended. No product deficiency was identified.